Event description:
Reportedly, this was a high risk patient. The stapler was used during the procedure. The surgeon does not recall any firing problems with the device and thought everything went smoothly. The surgeon reports he did not check the anastomosis site. The patient was closed but later that evening had to be returned for re-operation due to bleeding. At that time the surgeon found a few staples still in the lumen, but many of them had come undone or were poorly formed and a hole was left in therectal stump. The patient was sutured and has subsequently caught mrsa.